Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - failure to follow steps/instructions the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a peripheral angioplasty procedure. Reportedly, the footplate would not retract. Finally the footplate was closed. A starclose se was used to achieve hemostasis. After the procedure, it was noticed the plunger had not been removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported difficulty retracting the foot was not confirmed as the foot was successfully deployed and retracted during returned device analysis. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty closing the foot and difficulty removing the device appears to be related to the user technique such that the plunger, step number 3, was not removed after needle deployment. It should be noted that the proglide instructions for use states: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device.the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 5f sheath after a peripheral angioplasty procedure. There was resistance removing the device; however, no tissue damage noted. No additional information was provided.